Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
Journal article in springer-verlag italia 2013, entitled: "the impact of the harmonic focustm on complications in thyroid surgery: a prospective multicenter study" references "transient laryngeal nerve injury was similar in both groups... Reoperation for postoperative bleeding was required in 1.4 % of patients in group a and in 0.7 % of patients in group b." No further information is known.